Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of menstruation irregular ("irregular periods") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painul periods"), weight increased ("weight gain"), menstrual disorder ("irregular periods full of blood clots"), migraine ("migraines"), dizziness ("dizziness"), fatigue ("constant exhaustion"), abdominal distension ("severe bloating"), scar ("scar tissue") and abdominal symptom ("other abdominal issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstruation irregular, dysmenorrhoea, weight increased, menstrual disorder, migraine, dizziness and fatigue outcome was unknown and the abdominal distension, scar and abdominal symptom had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal symptom, dizziness, dysmenorrhoea, fatigue, menstrual disorder, menstruation irregular, migraine, scar and weight increased with essure. The reporter commented: patient stated that she gained 25 pounds three months after having essure implanted. She added that her periods became irregular, full of clots and painful "to the point of emergency room painful." I had taken several home pregnancy tests. She went ahead with the hysterectomy and right away most of her symptoms were gone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of menstruation irregular ("irregular periods") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), weight increased ("weight gain"), menstrual disorder ("irregular periods full of blood clots"), migraine ("migraines"), dizziness ("dizziness"), fatigue ("constant exhaustion"), abdominal distension ("severe bloating"), scar ("scar tissue") and gastrointestinal disorder ("other abdominal issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstruation irregular, dysmenorrhoea, weight increased, menstrual disorder, migraine, dizziness and fatigue outcome was unknown and the abdominal distension, scar and gastrointestinal disorder had not resolved. The reporter provided no causality assessment for abdominal distension, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, menstrual disorder, menstruation irregular, migraine, scar and weight increased with essure. The reporter commented: patient stated that she gained (B)(6) three months after having essure implanted. She added that her periods became irregular, full of clots and painful "to the point of emergency room painful." I had taken several home pregnancy tests. She went ahead with the hysterectomy and right away most of her symptoms were gone. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.